Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglides referenced in describe event or problem are submitted under separate manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of a very calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, after the proglide device was deployed, the proglide device was stuck in the artery. Extreme force was used to remove the device. The guide broke off in the patient above the level of the footplate. The footplate was still on the distal end of the device. A snare was used to remove the broken piece. Tissue damage occurred due to the stuck proglide device. Three additional proglide devices were deployed and all three experienced suture breaks. A non- abbott device was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue was observed. Additionally, device analysis reveled one anterior cuff tab was separated and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of initial medwatch report additional information was received: reportedly, after the first proglide device was deployed, the footplate would not close and the proglide device was stuck in the artery. When the proglide device was removed, the foot plate was open. No additional information was provided.